Manufacturer narrative:
In the initial medwatch, the second line in h11 additional narrative should have been: "qc was in range prior to the samples being measured; therefore, a general reagent or analyzer problem is not present. Instead of: "qc was in range prior to the samples being measured; therefore, a general reagent or analyzer is not present." No relevant alarms were observed in the provided alarm trace. The field service engineer replaced the measuring cells. There were no further events reported after the service. The investigation was unable to determine a direct root cause. The investigation did not identify a product problem.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). Qc was in range prior to the samples being measured; therefore, a general reagent or analyzer is not present. The investigation is ongoing.

Event description:
There was an allegation of questionable undetectable low elecsys total psa results from the cobas e 801 analytical unit. The number of patients was not specified; results were provided for two patients. Patient 1's initial result was 0.15 ug/l, and the repeat result was 0.01 ug/l, accompanied by a data flag. Patient 2's initial result on (B)(6) 2025 was 1.38 ug/l, with 2 repeat results of 0.01 ug/l, accompanied by a data flag. Another repeat result was 0.006 ug/l, accompanied by a data flag. This repeat result is consistent with the patient's history. It was provided that patient 1 is monitored as they have undergone surgery and occasionally see higher results, but on repeat the result is lower.